Manufacturer narrative:
One sample was received for analysis and investigation. The lot number provided on cts is an invalid lot number; therefore the device history record (DHR) review could not be performed. The sample consisted of one catheter 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter, 28 cm implant length, 45 cm oal that came inside a plastic bag and it presented signs of use (dirt and rests of blood). A visual inspection was performed and a hole was found on the joint of the catheter, between hub and anti-microbial sleeve. Additionally the catheter was cut approx. 4 cm below the cuff. During functional testing (underwater test), bubble were detected coming out below the hub, from the lumen which corresponds to the venous extension. The device was in use for approximately a period of 1 year and 7 months. The device was more likely damaged during use. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force and rough edges. Inspect the catheter frequently for nicks scrapes and cuts which could impair its performance. This defect has been confirmed. Based on the complaint description the device functioned as intended, therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) This failure mode is being addressed thru a corrective action procedure (CAPA) therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction (bifurcate). The catheter placement date was (B)(6) 2014. The date of the incident was (B)(6) 2015. The catheter was removed (B)(6) 2015. The patient did not have any injuries as a result. The dwell time of the catheter in the patient was 1 year and 7 months.